Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen appeared dimmer than usual, the pump battery was depleting quickly and the wake button was unresponsive. Additionally the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.